Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse called in regards to a broken battery cap replacement and reported that her insulin pump came off and she ended up going to the hospital. Caller declined to provide any information on the hospitalization. The device will not be returning for analysis.